Manufacturer narrative:
Device discarded by customer. The impella cp pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
We received a publication from esc european society of cardiology, european heart journal- case reports (2020) 4, 1-4, ecmella: successful rescue cardiopulmonary support in post-coronary artery bypass graft cardiogenic shock with cardiac arrest¿case report that a 38 year old white male patient had impella cp pump inserted in the left femoral. During the procedure, there was an accidental tear of the left femoral artery, with bleeding, that was controlled with surgical repair.